Manufacturer narrative:
Date of event has been changed to (B)(6) 2014 to reflect the earliest date of onset for the type iii endoleak. Upon further review of the file, the gutter between the celiac and thoracic stents was embolized on (B)(6) 2014 with multiple coils and an amplatzer plug, following which no further endoleak was noted between these components.

Manufacturer narrative:
Please note: final angiography on (B)(6) 2015 revealed the type iii endoleak was not resolved. A persistent endoleak was noted between the celiac and thoracic stents, as well as type ii (originating from intercostal and lumbar vessels) and distal type I endoleaks. The physician opted to take a wait-and-watch approach to these endoleaks. The patient tolerated the procedure.

Manufacturer narrative:
Concomitant products: patient medications include acetaminophen, albuterol, allopurinol, aspirin, symbicort, clopidogrel, docusate sodium, escitalopram, lisinopril, pantoprazole, polyethylene glycol, and rosuvastatin. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Results pending completion of imaging evaluation.

Manufacturer narrative:
Per the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak, aneurysm enlargement, and reoperation.

Event description:
On (B)(6) 2014, the patient was implanted with two conformable gore tag thoracic endoprostheses [tgu373720/12258756 (proximal) and tgu404015/12607808 (distal)] to treat a thoracoabdominal aortic aneurysm. The gore tag devices were placed in the distal descending thoracic aorta just proximal to the superior mesenteric artery. During the procedure, the celiac artery was accessed and a gore viabahn stent was placed, "sandwiched" between the two thoracic stents. At the conclusion of the procedure, angiography revealed a type iii endoleak around the celiac stent between the two tag devices. On (B)(6) 2014, cta confirmed the type iii endoleak. On (B)(6) 2014, cta revealed the maximum diameter of the aneurysm had increased to a maximum ap diameter of 7.7 x 7.1 cm. On (B)(6) 2015, the physician attempted coil embolization to treat the type iii leak; however, stable positioning of the catheter could not be achieved, and the procedure was aborted. On (B)(6) 2015, the patient underwent embolization with coils and amplatzer plugs to treat the type iii endoleak. The type iii leak was successfully resolved. However, final angiography revealed type ii (originating from intercostal and lumbar vessels) and distal type I endoleaks. The physician opted to take a wait-and-watch approach to these endoleaks. The patient tolerated the procedure.

Event description:
On (B)(6) 2015, the patient was implanted with two conformable gore® tag® thoracic endoprostheses [tgu373720/12258756 (proximal) and tgu404015/12607808 (distal)] to treat a thoracoabdominal aortic aneurysm. The gore® tag® devices were placed in the distal descending thoracic aorta just proximal to the superior mesenteric artery. During the procedure, the celiac artery was accessed and a gore® viabahn® stent was placed, "sandwiched" between the two thoracic stents. At the conclusion of the procedure, angiography revealed a type iii endoleak around the celiac stent between the two tag® devices. On (B)(6) 2014, cta confirmed the type iii endoleak. On (B)(6) 2014, cta revealed the maximum diameter of the aneurysm had increased to a maximum ap diameter of 7.7 x 7.1 cm. On january 14, 2015, the physician attempted coil embolization to treat the type iii leak; however, stable positioning of the catheter could not be achieved, and the procedure was aborted. On (B)(6) 2014, the patient underwent embolization with coils and amplatzer plugs to treat the type iii endoleak. The type iii leak was successfully resolved. However, final angiography revealed type ii (originating from intercostal and lumbar vessels) and distal type I endoleaks. The physician opted to take a wait-and-watch approach to these endoleaks. The patient tolerated the procedure.

Manufacturer narrative:
Correction to imaging evaluation: on cta images dated (B)(6) 2014, the aneurysm measured 74mm x 74mm in diameter.

Manufacturer narrative:
Please note: date of event has been changed to (B)(6) 2014 to reflect the date the type iii endoleak was confirmed.